Event description:
Nosie was reported on this lead. Currently no detection leading to therapy. Also noted was a marked increase in short interval counts on graphs on home monitoring. No adverse patient events were reported. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(6) 2023 - lead was capped due to noise on rate sense and shock channel leading to inappropriate detection. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.